Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use, foreign matter was discovered on the stopper with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found fm on the stopper.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, foreign matter was discovered on the stopper with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: before use, the customer found fm on the stopper.